Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the customer reported that the fully charged autopulse li-ion battery (s/n (B)(4) does not power on an autopulse platform. The battery successfully charges in an autopulse multi-chemistry battery charger (mcc) and four green led illuminated upon battey status checked. No patient involvement.